Manufacturer narrative:
A boston scientific technical services consultant confirmed with the caller that they were performing a vvi paced threshold test immediately before the atr mode switch occurred. The consultant explained the mode switch was broken due to the threshold test forcing the device to redetect atr and perform the mode switch. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device was just implanted earlier today and an av node ablation was performed due to the patient being in paroxysmal atrial fibrillation (af). A review of the patient data noted a ventricular paced rate of 30 ppm immediately prior to a mode switch due to an atrial tachycardia response (atr) episode. The decreased ventricular rate resulted in a five second pacing pause. No adverse patient effects were reported.